Event description:
During a knee procedure the device reportedly goes black. No patient injury was reported. There was a backup device of the same kind available for us.

Manufacturer narrative:
One (B)(4) camera head part number 72200561 was received on (B)(4) 2017 and confirmed to be serial number (B)(4) . There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Product passed functional testing during 48 hour burn-in with no signal loss or interference. Video image remained clear throughout burn-in. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported display failure malfunction could not be duplicated during the functional testing process. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.